Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The patient was not hospitalized for the event. The patient was treated with vancomycin 1gram (route, frequency, and duration not reported) and reflin 1gram (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient¿s fluid was clear and had recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.